Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: the pump is indicated for use with novolog or humalog u-100 insulin.

Event description:
It was reported occlusion alarms occurred. The customer went to the hospital with a blood glucose level of 485 mg/dl. The customer attempted to self-treat with a manual dose injection but was treated at the hospital intravenously with fluids of saline and insulin. The customer was released (B)(6) 2024 with no permanent damage and issue resolved.